Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump had shorter than expected battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/23/2017. Device evaluation: the device has been returned and evaluated by product analysis on 01/03/2017 with the following findings: a review of the black box showed evidence of a short battery life with a voltage drop. The battery compartment and cap were undamaged and the cap was able to fit securely. The rewind, load, and prime steps were performed successfully. The 24 hour testing was performed and passed. All currents were above specification. The pump cover was removed to find all current readings were returned to specification after the continuous glucose monitoring flex was unplugged from the printed circuit board. No intermittent conditions were found to the continuous glucose monitoring module or to the printed circuit board. The short battery life complaint was duplicated.